Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain. It was reported the patient stimulation stopped working. The patient states he knows that his stimulator works when he turns it up, he starts to get tingling in one leg. The patient further states he tried to decrease stimulation and that it does not seem to be working at all. The patient ended up sitting in a chair all night because when he would lay down flat he had a real pain that went across where the battery was located, about that level down and all the way across. The patient could not lay on his back or either side, so he had to get up and sit in the chair. The patient was very concerned. The patient has had reprogramming several times. The patient has had the battery checked to see if there was something wrong with the battery because he can have it at 100% when he goes to bed and by morning it would be at 30%. The patient stated it also takes at least an hour and half to recharge the ins. The patient stated has been around 4.5v to 5v in order to have stimulation but at night he has to turn it down to 2v because when he lays down, the tingling in the leg is so severe that he cannot stand it. The patient states that they have been working with this since december and that he has had a couple of days where he was able to walk without a cane or walker but right now he cannot even walk with a walker. The patient is afraid of falling because there is so much pain in the back. The patient was redirected to follow up with their healthcare provider to get the device checked and possible reprogramming. The patient was offered help to decrease stimulation and the patient confirmed he was on group a at 4.9v. The patient noted that he was barely able to stand at the time of the call. The patient decreased to 3.5v and states it was not doing anything different than it was higher. The patient noted that the pain in his back was at an 8 or 9. The patient stated he knows he has gotten it down to no pain with the stimulator, but right now he cannot get it to do anything. The patient increased to 6.1v and noted that he was getting no tingling at all in his leg and states usually tingling is in the leg. The patient inquired if it was possible that the implant battery does not hold the charges and does not put out what the controller monitor says it is supposed to be putting out. It was reviewed that recharging depends on usage and settings and how low the implant battery is. The patient states it can take an hour and half to recharge implant battery. The patient states he has to have the controller battery at 100% otherwise it will not charge his implant battery. It was reviewed that the controller battery needs to be recharged in order to charge implant. The patient stated that before he goes to bed, he recharges because if he is at 80% it will not last through the night and will go down. Patient states the controller and implant batteries have gone down to zero and states recharging takes longer when it is down that low. The patient states they had tried reprogramming his device at least 5 times. No further complications were reported/anticipated.